Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair procedure, the device obturator broke during insertion of the balloon. They then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator top was disengaged. The inflation syringe was not received. The insufflation bulb was not received. The lock collar, trocar balloon and dissector balloon were received. The circular seal for the dissector balloon appeared intact. A functional evaluation found that the trocar balloon was inflated using a test syringe, no leaks detected. The dissector balloon was inflated using a test insufflation bulb, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.